Event description:
It was reported that the ventilator, babypac b100 (sn (B)(4)), had an electronic failure. When switched on, the device has no audio or visual response. Pneumatic part is working fine. Issue was discovered during device testing. No patient injury or involvement.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.